Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the clogged nozzle, other evaluation findings are as follows: there was leakage at the bending section cover and the connecting tube; the light guide cover lens, and the charged coupled device unit were cracked; the universal cord was scratched; and the air/water channel did not meet specifications. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
There was an unspecified complaint reported against the gastrointestinal videoscope. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.